Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff was still loaded in the pocket. There was no needle strike mark on the foot. The anterior cuff was missed and this confirmed the reported cuff miss experience. The plunger, posterior cuff, link, needle tip and monofilament were not returned. A proxy plunger was inserted and the needle trajectory was acceptable; the anterior cuff was captured successfully. Also, the needle trajectory is checked twice during the manufacture of the device; therefore, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected that could have contributed to this event. Review of the device history record for this lot did not produce any findings relevant to this report.